Event description:
The complainant reported that a patient was on impella 5.5 support had a run of ventricular tachycardia (vt) and was shocked to get back into normal sinus rhythm. The following day, the patient was reported to continue to go into vt when moved. Lidocaine was started for vt. It was further reported that a decision was made to withdrew care and the patient expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B2 required intervention selection was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28313.